Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 500 mg/dl. Customer stated elevated bg's are due to stress from their job. Customer delivered boluses to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.